Event description:
Customer reported a past instance of high blood glucose, with levels exceeding 500mg/dl. Cause was unknown. The customer addressed the high levels by changing the infusion set and cartridge.